Event description:
A bard eclipse infrarenal ivc filter was placed 15 months ago. The patient came in for removal of the ivc which was no longer needed. Inspection of the filter showed the absence of one of the stabilizer legs. Fluoroscopy was used to localize it in the region of the right ventricle. Failed attempts at percutaneous snaring of the fragment. CT scan demonstrated ivc filter fragment perforating the right ventricular anterior free wall. Patient to or for removal of foreign body with sternotomy. I believe this was a pre-existing fracture and not dislodged during ivc filter removal.